Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The patient alleges that she was treated for a seroma post implant and has a bulge in the area of the repair. Her doctors have diagnosed the bulge as abdominal diastases. The patient's doctors have not associated her condition with a hernia recurrence or to be device related. Seroma formation is a known and inherent risk of surgery and is identified in the products IFU as a known complication. To date this is the only reported complaint for this manufacturing lot. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's alleged post operative condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per patient: alleged on (B)(6) 2010 the patient underwent repair a ventral abdominal hernia using a bard/davol composix l/p hernia patch. The patient presented postoperatively to her surgeon with complaints that a "bump" was still in the area of the repair. The surgeon diagnosed this as a seroma and the patient underwent aspiration at the site. The patient alleges there was no fluid drainage and does not believe this was a seroma. The patient alleges she returned to the surgeon several times with complaints the "bump" was getting larger despite the previous repair; however, was unable to get resolution/treatment. The patient sought a second opinion from another doctor who diagnosed the patient with an abdominal diastases (muscle separation) and the md did not recommend surgical intervention and told the patient to try and lose weight prior to attempting surgery. The patient has not had any imaging performed as she states this would cost too much money with no definitive diagnosis.